Event description:
It was reported that the patient said his implant was moved from his buttocks on the right to the right side in (B)(6) 2013. It was noted that the patient had lost weight and noted that while working on his boat it kept getting caught.

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).